Event description:
The home healthcare co. Reported the "pt claims unit made squealing noise, then shut down". No pt harm reported. Believed pt switched to back up vent. Add'l info was received on 2/19/2007 stated, "the pt said ventilator was making a funny, loud noise. He had tried both ventilators (primary and backup), but used the same circuit. At that time, the pt was asked to change the circuit and it fixed the problem. The ventilator was functioning well and not making the funny noise anymore."